Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reported they underwent an unrelated laminectomy surgery. Patient reported that after the surgery, either the surgeon or an associate of the surgeon commented that a ¿wire might¿ve been nicked¿ during the surgery. Patient reports inability to increase intensity, getting the ¿settings not available¿ screen on the patient controller. On interrogation impedance testing was done and found to have both electrode number two and electrode number seven compromised: electrode 2 showed >40000 ohms and was used in programming. Electrode 7 showed 13000-14800, depending on the reference electrode. A loss of stimulation was reported. Both of these electrodes were currently in use. Reprogramming performed today and patient is now receiving effective therapy and the issue has been resolved. The rep will report any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6) , ubd: 06-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.